Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report # 1627487-2018-03375, it was reported that patient¿s scs lead had migrated. Reportedly, patient¿s pain pattern is low back to legs, however patient was experiencing stimulation in their ribs. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs leads were replaced. Effective therapy has been restored.